Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record for the provided is in-progress. All information reasonably known as of 12-may-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the first of three reports. Refer to 9611594-2026-00314 for the second event. Refer to 9611594-2026-00315 for the third event. It was reported via FDA medwatch / FDA user facility report mw report 22827357 the following: event or problem description 6 fr. Ngt [nasogastric tube] was placed in a patient and burst open during medication administration. Upon removal of the ngt, one can see the split in the ngt tubing.6fr corflo ngt burst while inside a patient. Rn was having difficulty flushing tubing, applied pressure with water syringe to troubleshoot and tubing burst. Ngt was removed and tube was intact, no foreign objects remained in the patient. Part of the ngt broke open while the rn was troubleshooting the clogged tube. This is the first of 3 tubes which have burst while being inside this patient. Rns are properly flushing tube between meds and prior to/after medication administration.